Event description:
It was reported the patient was unable to adjust with her patient programmer. It was stated the patient saw 0.0 and no set programs. Reportedly the patient saw the programs before and had been able to adjust. The patient was redirected to her healthcare provider. It was reported the cause of the event was due to body habitus. It was stated the implantable neurostimulator (ins) was flipped and the ins was revised. Reportedly the ins was palpable and over to ¿flipped¿ (illegible). No hospitalization or injury was reported.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va00bej, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).